Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt chest pain/sub-sternal pain since the device implant. Hence, the lead was explanted and replaced. Patient was stable post procedure.